Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) said patient (pt) had a defibrillation procedure yesterday to restore heart rhythm pt was shocked two times. Ins therapy was not turned off prior to defibrillation. Pt tried to use mystim rc app and got service code 323. Rep met with pt and said when they interrogated on tablet, tablet would show communication in progress screen, advance to 99, but then show system error: 0x1775eca4. During the call, rep got system error: 0x1775eca4 when trying to connect with tablet and service code 323 when trying to connect with mystim rc app. Rep used reset device feature two times, but still got service code 323 on handset and system error: 0x1775eca4 on tablet. Tss discussed steps forward. Additional information was received from the rep. The rep reiterated they had therapy on when they were defibrillated. Besides the obvious defibrillation event there was no other cause directly determined. The previous errors were the only errors reported by patient to rep personally. The patient has been recommended for replacement and that process of insurance approval is being started. The issue is still present. Additional information was received from the manufacturer representative (rep). It was reported that the physician is aware that the patient is in the process of getting battery replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.